Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. High thresholds and low impedance were noted on the right atrial (ra) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.